Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure two months post implantation due to instability. No more information is available.

Manufacturer narrative:
(B)(4). G2: australia. D10 - medical product: femur trabecular metal cruciate retaining (cr) catalog # 42502806802, lot # 65658914. All-poly patella cemented catalog #: 42540200035. Lot #: 65915539. Tibia trabecular metal two-peg porous fixed bearing catalog #: 42530008302. Lot #: 65462703. Patella reamer blade catalog #: 00597909535 lot #: 65841818. 2.5 mm female hex screw. Catalog #: 42509902525. Lot #: 65987354. Rosa knee single use kit. Catalog #: tpau-rosakt150. Lot #: 6500228482. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2023 - 02533. H3 other text : not returned by hospital.